Event description:
It was reported that the patient presented for an implantable cardioverter-defibrillator system implant. During procedure, it was found that a guidewire could not be inserted into a left ventricular lead. The lead was replaced and the procedure was completed. No adverse patient event was reported and the patient is recovering post procedure. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.